Event description:
It was reported that there was no output from the atrial port of the software analyzer. It was noted that sensing, electrogram and impedance functions were fine but that there was no pacing/capture from the atrial port. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of no output from the atrial port, there was no fault found with the atrial port. It was noted however that due to disturbed pins on the patient connector the device was to be sent on for repair and a replacement was sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).